Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure performed on unknown date. During the procedure, the handle had resistance and the clip was difficult to release from the catheter. The procedure was completed with unknown device. The patient's condition at the conclusion of the procedure was reported to be unknown.

Manufacturer narrative:
Block h6: imdrf device code activation, positioning or separation problem (a15) captures the reportable event of clip difficult to release from catheter.